Event description:
No additional information.

Manufacturer narrative:
Investigation results: since no samples displaying the reported condition were received, a potential root cause could not be defined, and corrective actions are not necessary. A physical sample is required for a more thorough evaluation and potential root cause determination. The complaint was not confirmed, and no CAPA evaluation was required. This complaint type will continue to be trended within the post-market surveillance process, and any determined escalation will be managed there.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 1ml ll had leakage. The following information was provided by the initial reporter: ref: 309628. Lot: 4114164. When drawing the product into the syringe for injection, the vial leaked and everything emptied. Date of occurrence (mm/dd/year): (B)(6) 2025. Non serious as patient missed the dose. No drug administration.